Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Follow up report sent to FDA on 01/13/2015.

Event description:
Procedure: lavh procedure. According to the reporter: when the device from a different manufacturer was inserted into the trocar, parts broke and fell into the cavity.